Manufacturer narrative:
Product analysis: the display was confirmed to be dim, and was also found to exhibit a misalignment between the stylus and cursor. The connection between the display overlay and printed circuit board (pcb) was cleaned and re-seated. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a dim display. The programmer was returned for service. No patient complications have been reported as a result of this event. The programmer tested out-of-specification on analysis.